Event description:
It was reported that (1) tsb35 was used during a video assisted lobectomy procedure. It was reported by the affiliate that the jaw would not open. Opened another device to complete the case. No adverse patient outcome.